Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2026. The elevated bg was addressed by a correction bolus via the pump and a correction injection via manual insulin therapy. To resolve the occlusions the customer changed the infusion set and cartridge. System check was performed by tandem technical support and no issues were identified. Reportedly, the customer continued to use the pump for insulin therapy.